Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7365412, sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was confirmed. Foreign matter over sensor area. Catheter stretched 4.3 ¿ 6 and 6.8 ¿ 8.8 cm from proximal end. Internal wires broke where the catheter was stretched. The intracranial pressure (icp) express read ¿no transducer detected¿. No further resting possible. Root cause analysis - the possible root cause for this issue reported by the customer could be due to the design of icp probe connector is not robust and could also be due to mishandling of the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826851) was implanted on (B)(6) 2025. No monitor issues were observed until june 5; after repositioning the patient, the cerelink icp monitor displayed an error message indicating a problem with either the icp extension cable or the icp sensor. Another monitor and cable were substituted, but the issue persisted. The sensor was then replaced with a new one, after which the icp reading returned to the expected baseline level with an appropriate waveform. Troubleshooting indicated that the issue was due to a malfunctioning icp sensor. Additional information sensor information: kit used: 826851 (metal skull bolt), serial number: (B)(6), lot number: unknown, implant location: bolted sensor. (Parenchyma) was the integra/codman icp monitor connected to a patient monitor: yes a. If yes, provide patient monitor make & model: phillips (unknown model) was the patient lead always connected: yes description of the failure: sensor was working fine for approximately 5+ days until nurse turned patient and then noticed error message on monitor saying that there was an issue with either the sensor or extension cable. New sensor was implanted and issue was solved.